Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device shut down after delivering a shock to a patient. The patient involved was reported to have not experience harm or adverse patient impact. There was no report of any immediate clinical action needed to prevent serious injury or death.